Event description:
Customer called to report that a chamber in the air mix temperature control (amtc) module of the unicel dxh 800 coulter cellular analysis system was overflowing and spraying bubbles. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and found that the nucleated red blood cell (nrbc) mix chamber was not draining because a stopper was plugging the drain port. The fse replaced the nrbc mix chamber and the probe, which resolved the issue. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue.

Manufacturer narrative:
The root cause of the issue was due to pieces of rubber stopper in the drain line, which was resolved when the fse replaced the nrbc mix chamber and probe. (B)(4).